Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that during a procedure, the anchor came off during implantation and was removed. No additional bone holes were required. A backup device was utilized to complete the procedure. No patient injury or complications were reported.

Manufacturer narrative:
Two anchor assemblies were returned for evaluation. Visual assessment of sample (a) showed the anchor and suture is missing from the inserter. The inserter shows no damage or abnormalities. Visual assessment of sample (b) showed the distal tip of the anchor has broken at the suture eyelet. Dimensional assessment of the anchors major diameter found it within print specifications. With the limited clinical details provided regarding anchor insertion method no root cause can be determined for the anchors breakage. After the evaluation the root cause for the reported issue could not be determined. A review of the device history record was performed which confirmed no inconsistencies. (B)(4).